Manufacturer narrative:
510k: this report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the procedure, one of the 1.1 mm drill bits fractured, leaving a small fragment of its distal part at the intramedullary level when they were performing the drilling process, to position the screw. There was no harm to the patient. Concomitant device reported: screw: (part number unknown, lot unknown, quantity unknown), drill: (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown drill bits: trauma. This is report 1 of 1 for (B)(4).